Event description:
It was reported that prior to an unknown procedure, one staple was found missing after the package was opened. Another like reload was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: missing staples. The analysis results found that one tcr75 reload was returned in good visual condition. Reload was received with 6 staples missing and proximal drivers with staples protruding on the cartridge. The reload was returned with the swing tab in the unlocked position. While no conclusion could be reached as to how the event to the cartridge occurred, it is possible that the event was due to an improper handling of the cartridge. It should be noted that all cartridges are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date, a supplemental medwatch will be sent.